Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a decrease in the patient's therapy, but the patient has not been seen in the hcp's office since implantation.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during the pre-op for an implantable neurostimulator (ins) replacement surgery for normal battery depletion, high impedances on the right side were found. The impedance measurement resulted in all combinations being 2815 ohms except for 6-7 being 1406 ohms. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.